Event description:
On (B)(6) 2013 the patient was refilled and their dose was increased by 8%. They complained of increased spasms at this time. The patient was admitted for spasms and confusion on (B)(6) 2013. Their dose was decreased by 11%. They were admitted on (B)(6) 2013 due to increased pain and confusion. Their dose was decreased by 25%. On (B)(6) 2013 the patient¿s massage therapist called the healthcare provider¿s office and noted ¿beeping¿ from the pump. On (B)(6) 2013 no dose change occurred. A motor stall was noted in the logs. The logs read on (B)(6) 2013 indicated a series of motor stalls and recoveries occurred between (B)(6) 2013. A ¿stopped pump period may exceed tube set¿ message was displayed on (B)(6) 2013. The stall ultimately recovered on (B)(6) 2013. Replacement was planned. The patient had more night spasms and ¿episodes¿ with the decreased dose. They also had increased weight loss. On (B)(6) 2013 the actual residual volume (7.8 ml) matched the expected residual volume (7.8 ml). The patient's healthcare provider also noted ¿norco hungover¿. The medications infused were compounded baclofen and fentanyl. Per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2013.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was returned "for disposal."

Manufacturer narrative:
Analysis of the pump found a pump motor feed-through anomaly of shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.